Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient who presented in clinic with a high voltage lead impedance measurement out of range alert via (B)(4). The patient notifier was re-enabled and the patient will continue to be monitored via (B)(4).